Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 3.50 x 24 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was confirmed that the stent was deformed. After the physician used a balloon for dilatation, another 3.50 x 24 synergy drug-eluting stent was advanced but also failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.